Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery. As per the surgeon's response this patient sustained a fall after the primary surgery. The inter operative and post operative x-rays showed precision technique and execution of the prophecy plan was performed by the surgeon. The anterior portion of the infinity tibial tray appears to have subsided after the fall and has significantly changed the slope affecting its effectiveness to interdigitate with the poly and talar component.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. H3 other text : device remains implanted in patient.

Manufacturer narrative:
The reported event could be confirmed since images of CT scans were provided and shows loosening and migration of the tibial component. Upon further investigation of the CT scans by healthcare professionals the following was observed: "the implant is used in a foot with a triple arthrodesis (subtalar + cuboid + navicular) and a lisfranc arthrodesis (all tmt¿s) leaving the toes as the only moveable joint in this foot. There¿s extensive periprosthetic bone resorption around the tibial component. It is loose and it has tilted backwards. The pe component looks intact, but only after retrieval it can be fully assessed. The talar component is well-fixed. No implant related bone changes around it." Based on investigation, the root cause was attributed to patient related factors. The failure was caused by the patient sustaining a fall and experiencing extensive bone loss around the tibial component. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery. As per the surgeon's response this patient sustained a fall after the primary surgery. The inter operative and post operative x-rays showed precision technique and execution of the prophecy plan was performed by the surgeon. The anterior portion of the infinity tibial tray appears to have subsided after the fall and has significantly changed the slope affecting its effectiveness to interdigitate with the poly and talar component.